Event description:
Pt's mother called to report that her daughter had diabetes ketoacidosis. Blood glucose was 500 mg/dl at 4:53 am. No correction insulin bolus dosages were reported. At 09:51 am it was still elevated, but had decreased to 290 mg/dl. A hospital visit was reported, but no diagnosis or treatment was detailed.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's dka. No product lot number was reported, so no qualification record review was conducted. The omnipod user's guide advises that, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." To treat dka it recommends, "once you have begun treatment for high blood glucose, check for ketones. Check for ketone any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance.